Manufacturer narrative:
Pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test and displacement test or verify vibrate and fault led blinking due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the display is blank. The customer went swimming. Her blood glucose is 301 mg/dl. The pump started vibrating and had a weird thing on it. The caller opened the battery compartment and stated that there was water in there. They pressed a button and it started to vibrate and the notification light was flashing and then stopped working. During troubleshooting, the caller said that the o-rings were in place and free of debris and that the battery cap was not damaged. They were advised to dry the battery cap with a cotton swab and to air dry the battery compartment. The display did not return. The caller declined troubleshooting for the customer¿s high blood glucose because he said that they corrected with a shot. The pump will be returned for analysis.